Event description:
During a coronary drug eluting stenting treatment procedure, deflation issue occurred. The lesion being treated was located in the mid right coronary artery (rca). The lesion was pre-dilated with a crosssail balloon. The physician successfully implanted the taxus express2 8.8% 3.5 x 32 mm drug eluting stent at 8 atms for 10 seconds. The same balloon was then used to post dilate at 10 atms for 10 seconds. Upon post dilation the physician was unable to deflate the balloon. The physician attempted to dial down with no success of deflating the balloon. The physician then tried to puncture the balloon. Three attempts were made with three different guide wires, however, again with no success. It was then decided to burst the balloon. The physician inflated to 24 atms with success of bursting the balloon. Post images showed no dissection and good flow. The procedure was completed successfully and the patient was stable. No additional intervention was needed. The patient was discharged home the next day.